Event description:
A remstar auto a flex device was returned to a third party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.